Manufacturer narrative:
Concomitant medical products: product ID: 97755, serial#: (B)(4), product type: recharger. Product ID: 97745, serial#: (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the controller had a ¿no device found¿ error message indicated. The patient reported that while recharging the ins, it was noticed that the rtm wire was getting hot and now nothing works anymore. The patient reported that the controller shuts off and they no longer feel stimulation. The patient reported that they have tried rebooting li battery and tried using aa batteries, but it continues to show ¿no device found¿. Pss had pt tried to charge ins again to see what comes up on the screen and the patient confirmed with pss that screen of controller was not blank. The patient reported that they were able to power on and unlock but keep seeing no device found when they try to charge it. The patient reported that the antenna wire seems to be making a clicking noise. It was reported that the recharger antenna cord was frayed and warm. A replacement recharger was requested. The patient reported that they received the replacement recharger, but it still won't communicate with ins. The patient reported that they were getting the passive mode recharge and seeing number 99, then checking recharge quality, then looking for device, unable to recharge. The patient reported that it keeps looping for about 30 minutes. The patient reported that the device was discharged. The patient reported that they have done passive charged three time and it keeps cycling through without seeing the charging screen. The patient reported that they were seeing 99 on the al screen and checking recharge quality and then back to al screen. It was suggested that the patient disable the device. It was reported that the ins was disabled. The patient reported that they were able to see normal charging screen and the ins battery was at 30%. No patient complications have been reported because of this event.

Manufacturer narrative:
Concomitant medical products: product ID 97755, serial# (B)(4), product type recharger. Product ID 97745 serial# (B)(4) product type programmer, patient. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that a ¿screen 81 memory problem¿ message was seen con the controller.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the controller had a blank screen. It was reported that the controller has not worked since april 2019, 3 weeks ago and that the ins has been dead for 3 weeks. Patient has been through this before. It was reported that when the patient is at a certain level they would try to charge but their controller would shut down after 30 seconds and will not do anything else. Patient was sent a rtm cable but it didn't work. Patient tried to remove/replace the li battery and connect to charge but that did not resolve the issue. Patient services had patient remove the li battery and plug the ac power into the controller and it powered up. Patient replaced the li battery with controller plugged in and indicated the li battery started to actively charge. No symptoms were reported at this time.

Manufacturer narrative:
Concomitant medical products: product ID 97755 serial# (B)(6) product type recharger product ID 97745 serial# (B)(6) product type programmer, patient h3: analysis of the 97755 recharger (rtm) (s/n (B)(6) revealed that the recharger had no anomaly. No problem found. Tested 97755 recharger and had no issues. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The selection of 'adverse event' was accidentally not included in the previous reg report. If information is provided in the future, a supplemental report will be issued.